Manufacturer narrative:
(B)(4).sample not available.

Manufacturer narrative:
(B)(4). Baxter has received similar reports and will continue to monitor these reports to determine if further actions are required. The root cause investigation is in progress.

Event description:
Patient and/or device status is reported to the edwards lifesciences implant patient registry. This registry is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not a conventional customer complaint. In this case, it was reported that the device was explanted after an implant duration of zero days. On 11/18/2010 (through follow-up with the health-care provide), additional information was received. It was learned that the device was explanted due to a paravalvular leak. It was also noted that the reason for explanting the device was not related to a product malfunction. No other details were provided.

Event description:
This is a spontaneous report by a nurse from the USA of peritonitis in a (B)(6) female homechoice peritoneal dialysis (pd) patient. During a call with baxter customer service, the patient's nurse reported the following information. On an unreported date, the patient developed and was hospitalized for peritonitis. The cause of the peritonitis was unreported. It was unreported if a peritoneal effluent was performed and if treatment was provided. It was unknown if pd therapy was ongoing. It was unknown whether the patient recovered from the peritonitis. Medical history and concomitant medications were not reported.